Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during drain cycle five of five of peritoneal dialysis therapy while the patient was connected. The patient disconnected from the set before the alarm without using proper disconnect procedures. The patient reconnected using proper aseptic technique. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.